Event description:
Reporter indicated a vns programming wand "was not working". Attempts to have the wand returned have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.